Event description:
During training by a zoll medical sales representative, the device displayed a "pacer fault 117" message and did not charge above 50 joules. There was no patient involvement in the reported malfunction.